Event description:
It was reported that the device revealed ventricular noise reversions. Noise was not reproducible with isometrics, or pocket manipulation. X-ray revealed no noise. The patient will return for follow-up. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.